Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4) . No problems or issues were identified during the device history record review. One used decontaminated sample was received for investigation. A visual inspection was performed, and a hole in the cuff which was causing reported leakage of inflation system was detected. During the functional testing using the inflation test, the reported issue was confirmed. Root cause: due to fact that cuff leak was detected by customer during pre-use check it is the most probable this defect occurred during manufacturing or packaging of this device. A corrective and preventative action was opened to address the reported issue.

Event description:
It was reported that during the pre-use check, air was unable to be put in the cuff. No patient injury was reported.